Manufacturer narrative:
Section d: the primary unique device identification (UDI) number was updated/corrected based on the model. Note: the complete product information including serial # was not provided.

Manufacturer narrative:
Voluntary medwatch form received: mw5183342.

Event description:
Voluntary medwatch form mw5183342 received it was reported that the patient informed the healthcare professional that one was cut off because it was misfired. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.